Event description:
It was reported on 3/23/2007, that an incident occurred involving an adult temperature probe. A hospital staff reportedly received a shock from the device. No staff/patient injury was reported.

Manufacturer narrative:
The probe is essentially a variable resistance load with a low voltage and low current. The maximum current is 1.2 ma. If a person were able to touch the wires in a probe, the voltage and current would not be enough to shock them. The probe wires are electrically insulated. A visual examination, of the probe received; found a small nick in the middle of the probe lead insulation. However, the wires were not exposed. Electrical testing did detect an intermittent open at the neck of the probe (stereo phone side). The open is most likely due to continuous use and/or handling damage. When a probe has an open resistance, it does not function correctly and will result in a conchatherm heater alarming. A review found the probe was manufactured over seven years ago.